Manufacturer narrative:
(B)(4).

Event description:
Patient self tester alleging discrepant inratio values. (B)(6). No reported adverse patient sequela.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history was performed. In-house testing on strip lot 369157a meets release criteria. The product performed as expected. A review of the manufacturing records for lot# 369157a did not uncover any non-conformances. The lot meets release specifications. Although an improper technique was identified in the complaint, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.